Event description:
It was reported that, during set up, the spider 2 tenet was making a weird noise, it was very hot and leaking battery from where the battery house is. It is unknown how the procedure was completed or if there was any delay, however, no back-up device was available. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The foot switch, battery and charger were also returned. Pooling hydraulic fluid was noted near the battery receptacle channel. A functional evaluation was performed. The device continuously tries to pressurize. The battery gets warm after about 20 seconds as expected. The piston migration was at 3.2 inches. The device was depleted of oil. There was pooling oil within the enclosures. The motor got slightly warm as expected. No "hot" parts were noted. The control board and wiring were inspected. No burned or melted components or wiring were noted. The reported failure of "very hot" was not confirmed. Factors that may have contributed to the reported failure include the battery or motor becoming warm when the device tries to pressurize for more than one or two seconds. The reported failure of "noisy" was confirmed. The root cause was associated with a seal failure. The reported failure of "leak" was confirmed. The root cause was associated with a seal failure. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It is recommended that the spider 2 instructions for use be reviewed regarding when the motor runs continuously, or runs more than once per minute. No containment or corrective actions are recommended at this time.